Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. There were no reported adverse effects.

Manufacturer narrative:
One medfusion pump was returned for evaluation. The pump was found badly damaged, as it had broken both plunger cases and cracked on top case. Upon occlusion testing, the motor rate error was found. This confirms the reported complaint allegation. The problem source for the event was noted to be due to the finding of white teflon on top of worn coupling facets. The worn facets are related to the design of the device.